Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 22. On 2024-02-07, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.